Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a horizontal wiggly line on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was provided by the customer: the malfunction was noticed when the scope was connected to the stack before the laparoscopic cholecystectomy procedure starts. The procedure was completed successfully. There were no reports of patient harm. Updated fields: b5, e4, d8, d9, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the malfunction was noticed when the scope was connected to the stack before the laparoscopic cholecystectomy procedure starts. The procedure was completed successfully. There were no reports of patient harm.